Event description:
Inbound. Patient reports no disposable alarm with cadd legacy pump serial number (B)(4) and cadd cassette 100 milliliter with flowstop, lot number 4220000, expiration date 11/20/2026. Cassette with 25 milliliter reservoir volume at the time of alarm. Same alarm when switched to backup pumps. Cassette with more plastic at corner hinged end. No further details provided.